Manufacturer narrative:
(B)(4) . Investigation is ongoing.

Event description:
As reported through the implant patient registry department, one year and ten months post valve in valve (23mm sapien 3 in 21mm ew surgical valve) tavr procedure, the sapien 3 valve was explanted and replaced with a 21mm ew surgical valve.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The cause of the replacement is unknown at this time. Multiple unsuccessful attempts were made to gather additional information regarding the reason for the sapien 3 valve explant one year and ten months post valve implant. Patient medical records and procedure op notes (implant and explant) were not provided by the hospital for review. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The reason for the valve explant cannot be confirmed. It is possible that the patient factors and co-morbidities may have contributed to the valve explant.   Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.